Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient. Method: I-stat, result: 0.11 ng/ml, time: 11:44 am; method: I-stat, result: 0.07 ng/ml, time: 12:00 am; method: vista, result: 0.08 ng/ml, time: 12:15 pm. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).